Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history and system log files. Based on the results of the investigation, the collision was not between the c-arm and the table plate. It was between the c-arm and the head holder which can be attached as an additional accessory to the table. The log file analysis shows that the customer disabled the default accessory. As a result, the collision detection of the head holder was disabled. According to expert opinion and log file analysis, there is no indication of unintended movement of the system. The collision occurred because the customer did not check for collisions before releasing system motions. The operator manual contains adequate instructions about handling the system with regards to the risk of collision and the handling of additional accessories. The system works as intended; however, the customer service engineer (cse) exchanged the head holder. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The user reported a stand collision with the table plate. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.